Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was visually inspected and signs of clinical use were present. The device was decontaminated and pressure tested. The reported failure mode was not identified during the pressure test. The details of the complaint are unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during an inflation the gauge jumped from 10 atm to 18 atm when intending to inflate to 10 atm and then it fluctuated. The device was exchanged and the procedure was finished with a new device. No patient harm or injury was reported.